Event description:
Boston scientific received information that during a device check, this right ventricular (rv) lead exhibited a decrease in pacing impedance measurements and an increase in pacing threshold measurements. R-wave sensing had also decreased. An x-ray was performed, which confirmed the rv lead was dislodged. During the revision procedure, the lead was repositioned, with good measurements observed. Defibrillation threshold (dft) testing was also successful. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.